Event description:
It was reported that a cadd® cadd-legacy® plus pump experienced failed accuracy. No patient injury was reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis in good condition. The customer's reported problem was "failed accuracy rate +8.90%". Inspection of the pump's event log indicated three 10ml followed by one 20ml bolus tests were performed prior to the pump returning to smiths medical. Performed delivery accuracy tests and a visual inspection of the pump. The customer's reported problem regarding delivery accuracy was not confirmed. The delivery accuracy tests performed within the control limit specification of +/- 3% and well within the published specification of +/- 6%. What caused the reported problem is unknown. Who caused the reported problem is unknown. No problem found.